Manufacturer narrative:
(B)(4). Concomitant product(s): a 00598005701 61916238 tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using. A 00596401752 61849036 femoral component option size g right compatible with lps-flex prolong. A 00596205014 61233328 articular surface use with lps/lps-flex 51 or 52 suffix femorals size gh 14 mm height. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Per the packaging insert for the articular surface, swelling or infection and loosening or fracture/damage of the prosthetic knee components or surrounding tissues are considered to be known adverse effects of the procedure. The root cause cannot be determined using provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00220, 0001822565 - 2017 - 08273.

Event description:
It was reported patient¿s knee was revised approximately 4 years post implantation due to infection and loosening of components. Attempts have been made and additional information on the reported event is unavailable at this time. Operative notes indicated the bone underlying the femoral and tibial prosthesis was soft, particularly on the lateral side. There was also a copious amounts of fluid, tissue, bone culture, and gram stained from the knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.